Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that this was the patient's initial catheter implant. The lot number of the 8780 catheter was provided. It was stated that the pump was not implanted and the trial catheter was only removed on (B)(6) 2025. When asked for the cause the hcp restated, "patient under general anesthesia (ga) for the insertion of an intrathecal catheter. The catheter was fed up to t9 first pass, uneventfully. On attempt to remove the guidewire prior to anchoring, resistance was felt. There was controlled traction on the wire by both operators sequentially. There was some movement of wire from approximately 4 cm wire visible to 8 cm wire visible. There was further controlled contraction, an audible snap, and then the wire moved easier, but on withdrawing it was noted that the distal component of the wire had uncoiled. There was concern from the operators that the catheter may have sustained damage, so the decision was made to remove the catheter and wire entirely and site a new catheter (needle was still in sub-arachnoid space). X-ray screening confirmed that there was no remaining wire in situ". The catheter and guidewire has been returned on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0231057787: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the hcp had issues during removal of the guidewire while placing a new catheter. Damage to the catheter was suspected, so they removed it and placed a new one. It was stated that a procedure was commenced for a patient under general anesthesia (ga) for the insertion of an intrathecal catheter. The catheter was fed up to t9 first pass, uneventfully. On attempt to remove the guidewire prior to anchoring, resistance was felt. There was controlled traction on the wire by both operators sequentially. There was some movement of wire from approximately 4 cm wire visible to 8 cm wire visible. There was further controlled contraction, an audible snap, and then the wire moved easier, but on withdrawing it was noted that the distal component of the wire had uncoiled. There was concern from the operators that the catheter may have sustained damage, so the decision was made to remove the catheter and wire entirely and site a new catheter (needle was still in sub-arachnoid space). X-ray screening confirmed that there was no remaining wire in situ. Additional information received from a foreign health care provider (for, hcp) indicated that when resistance was felt, they tried again in a short number of seconds to remove. The catheter placement was as expected. The guidewire was not re-inserted at any moment. When the catheter was removed, they could not find any visible damage and the placement of the new catheter went well. No further issues were experienced. The hcp stated that they had retained the catheter with the wire in situ, but not the needle. They were currently in their department awaiting guidance from their local team as to whether they wished any investigation prior to return to medtronic.

Manufacturer narrative:
The catheter was returned and analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that regarding the guidewire and catheter issue there were no environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions taken included replacing the catheter. The issue was resolved at the time of the report.